Event description:
Patient underwent aaa surgery in 2006 and returned to surgery after 2 months and 15 days because his right graft limb had become occluded. Physician performed a transfemoral bypass after a failed attempt to re-canalize the occluded right limb. Good outcome achieved.

Manufacturer narrative:
Notification of event was received from the firm as result of a claim.